Event description:
Patient was revised to address pain, tibial subsidence, and device loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated the patient's large physical stature was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.